Event description:
During the initial surgery to implant an eight plate the doctor attempted to tighten the screw when the head of the screw broke off. The broken screw shaft was left in the patient's bone. The doctor moved the plate and inserted another screw to complete the surgery.